Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. However, vyaire medical was not able to duplicate the problem. Reported issue was not reproducible. A separate issue was found that is not related to the original complaint. A failed final test at pressure and o2 test with low peep due to the analog board. Replaced it with a known good analog board and it passed the final test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was set to 450, reading higher at 900-1200. No other alarms. No information regarding patient involvement.